Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Diabetes therapy consultant reported via email that the customer was called and the customer reported she was hospitalized on (B)(6) 2015 with diabetic ketoacidosis. She was in the intensive care unit for 5 or 6 days and a total of 12 days in the hospital. The customer stated that the event was not caused by the insulin pump; she suffers from severe gastroparesis and had been having nausea and vomiting. It was also stated that the customer has experienced low blood glucose under 50 mg/dl and high blood glucose over 600 mg/dl. The customer stated that the insulin pump has rejected batteries in the past and also that sometimes the buttons have to be pressed more than once to get a response. Customer declined transfer for troubleshooting. She is un the process of upgrading the insulin pump.